Event description:
Two generators needed to be returned to the MFR. Reporter only had the pt's name and "high impedance" written on the return product form and did not know any further details. The model 100 generator was explanted due to end of service, but the reason for return of the model 101 generator is unknown. The "high impedance" condition could have been a result of the end of service of the model 100 generator, but could also be indicative of a possible device malfunction (lead break or bad connection with model 101 generator). Investigation to date has been unable to determine which type of device malfunction is suspected. It is believed at this time that there is a potential problem with the bipolar lead. It is not known at this time whether the bipolar lead was also explanted.